Manufacturer narrative:
The pad-pak was first installed successfully on the 7th november 2010 and performed to specification up to the 14th december 2014. The device failed a self-test due to a low battery on the 21st december 2014. A multiple manual power ups mainly under 1 minutes duration were recorded on the 11th september 2015. Investigation found the reported fault can be attributed to membrane failure. The time outs under one minutes duration may indicate the device was switching itself on automatically and the user was intervening to switch the device off via the on/off button. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.